Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer as it remains implanted. Therefore it could not be analyzed. The device history record has been reviewed. No discrepancies were found. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial total knee arthroplasty on (B)(6) 2016. Subsequently, on (B)(6) 2016 the patient underwent a synovectomy procedure due to infection. No implants were removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X-rays analysis has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2018-00242.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. An investigation has been performed, consisting of a documentary review and it cannot be determined if the infection was due to the cement or the patient¿s health condition. Field safety corrective action zfa2016-230 initiated as biomet orthopaedics coud not guarantee that the sterilization process for the optipac was fully compliant. The optipac-s 40 refob bn cmt r, reference 4710500394-1, lot number a540a05470 in the current complaint was part of the field action scope but was used before the zfa2016-230 was initiated and the products were removed from the hospitals inventories. No affected devices in the zfa 2016-230 were distributed in the USA. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.